Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display, missing segments/partial display, watchdog timeout, unexpected restart alarm and the source of an external interrupt could not be determined alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Customer stated the black screen did not disappear. Customer also stated pump had blank screen and watchdog set test failure alarm and unexpected restart. The patient¿s blood glucose level was unknown at the time of the incident.. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.